Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced, "near black outs," and "had a couple blacking out," reporting they "don't remember what happened in the prior two minutes." The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.